Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a saber rapid exchange (rx) pta balloon catheter was inflated and ruptured at approximately 5 atmospheres (atm). The lesion calcification was so strong that it probably ruptured. There was no reported patient injury. The saber pta balloon catheter was replaced with a non-cordis balloon catheter and the procedure was completed. The target lesion was the right anterior tibial artery. Initially, an ipsilateral approach was made from the superficial right femoral artery. A non-cordis guidewire was used as delivery wire. The product was not returned for analysis due to patient¿s suspicious infectious disease. A product history record (phr) review of lot 17676095 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification likely contributed to the reported event as stated in the event description. However, with the limited amount of information available and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), a saber rapid exchange (rx) pta balloon catheter was inflated and ruptured at approximately 5 atmospheres (atm). The lesion calcification was so strong that it was probably ruptured. There was no reported patient injury. The saber pta balloon catheter was replaced with a non-cordis balloon catheter and the procedure was completed. The target lesion was the right anterior tibial artery. Initially, an ipsilateral approach was made from the superficial right femoral artery. A non-cordis guidewire was used as delivery wire. The device was discarded in the hospital due to patient¿s suspicious infectious disease.